Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that remote manager hasp was bent causing the alignment to be off. A field service engineer, reshaped the hasp to allow door to close smoothly without any obstructions to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the refrigerator is inaccessible. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.